Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, medical staff conducted a self check on the equipment and turned on the power. They found that the equipment was reporting an error and the motherboard was malfunctioning. They immediately activated the backup ventilator and did not cause any adverse effects on the patient. No patient involvement.